Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the broken solder connector j7 on the ECG "d" dome. The root cause for the broken solder connector could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.